Manufacturer narrative:
No image or procedure video was provided for review. A review of the instrument log for the vessel sealer extend associated with this event has been performed. Per logs, the vessel sealer extend was last used on (B)(6) 2020 on system (B)(4). The instrument was a single-use instrument. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tested the erbe during preventative maintenance and the system was operating fine. Following service, no part replacement was required as the system was tested and verified as ready for use. The vessel sealer extend instrument will not be returned for failure analysis as the customer disposed of the instrument. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it was reported that there was sometimes a successful confirmation signal following the reported sealing cycle attempt, but insufficient sealing was produced. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though there were sometimes audible beeps indicating that the seal was complete. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the staff encountered issues with incomplete sealing cycles while using the vessel sealer extend (vse) and bipolar instrument during two procedures. The reporter was not aware of any troubleshooting actions taken by the customer during the procedure. The intuitive surgical, inc. (Isi) clinical services representative (csr) was informed of the issue a few days later. The customer had reported that the issue appeared to be intermittently occurring during the first procedure and occurred much more continuously during the second procedure. The isi csr explained that the surgeon would hear the audible noise while firing energy, but it did not seem like it was making much of an effect on the tissue. The csr explained that the surgeon had more bleeding as a result of the issues. The isi technical support engineer (tse) reviewed the system error logs for both procedures and did not see any energy-related error present in the system logs. The site completed the procedure with no report of patient injury. Isi completed follow up with the reporter and obtained the following information: the operating room staff had an issue with the vse throughout the case. The vse was not delivering energy and there was little to no tissue effect during use. The surgeon explained that the vse worked intermittently. Reportedly, no system errors occurred and the target tissue was likely omentum. During the sealing sequence there was an audible signal while the pedal was pressed, but the audible tones occurred intermittently. It was noted that the audible tone indicating completion of the sealing cycle occurred sometimes, but not all of the time. The or staff observed tissue effect at times, but not as expected. Per the customer, there was no adverse blood loss that occurred due to the use of the vse instrument. The vse will not be returned as the site disposed of the instrument following the procedure. Refer to the report with patient identifier (B)(6) for the other vse issue that was reported.